Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient felt something shooting up her rectum and had a loss of stimulation on (B)(6) 2016. The patient did not feel she was on the correct program but had at least 50% or more in symptom reduction. Stimulation was not felt but the therapy was determined to be on. The patient changed the settings on the stimulator to a different program. If additional information is received, a follow-up report will be submitted.